Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 01606. Concomitant medical products: 11-301301 arcos con sz a std 60mm 163340, 164186 biolox d mod cer hd 32mm std 2472383, 123952bm excd abt std shell bm/pc d52mm 2291901, 650-0791 biolox delta lnr 32mm 50-52mm 2430110, unknown part/lot, cerlage wire. This report is being submitted late as it has been identified in remediation reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no furth ER action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported that the patient underwent revision surgery for right hip, and three years after the revision surgery it was reported that the patient experienced moderate pain, discomfort, problems walking, moderate pain which is tolerable, some limitation of ordinary activity or work, slight limp, needs a crutch for support, unable to use public transportation, and difficulty tying shoes and wearing socks. It was also reported that the patient had moderate trouble getting in and out of the car, moderate trouble washing and drying, little difficulty climbing a flight of stairs, moderate pain standing up from a chair, limping all the time, and trouble sleeping at night due to pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Report source, foreign - the event occurred in the (B)(6).